Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of valved cannulas have been giving trouble getting the soft tip through; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photos show label with lot number of reported cannula and custom pack tray. Reported issue cannot be confirmed from photo. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery an ophthalmic cannula was not getting into the soft tip. Procedure details and patient impact were not reported. Additional information has been requested but none received till date.